Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump's keypad buttons made a crackling sound when pressed, and that the insulin pump does not prime all the way without manual help. The customer's blood glucose levels are unknown. The customer decided to discuss the issue with his health care provider. The product is not being returned. Nothing further was reported.